Event description:
This case was reported by a nurse who had received a third party email that described the occurrence of unk cause of death in a pt who received gsk denture adhesive (formulation unk) (super poligrip) for an unk drug indication. On an unk date, the pt started gsk denture adhesive (formulation unk). At an unk time after starting gsk denture adhesive (formulation unk), the pt died. The cause of death is unk. An autopsy was not performed. This case was reported via email. The report received via a third-party email (email was from her daughter-in-law who used to be married to a dentist specializing in prosthodontics in (B)(6)). She said that her daughter-in-law emailed her stating that she had heard from her ex husband, who is a prosthodontics in (B)(6), that one person died from using super poligrip and that other pts had gotten sick (B)(4). This reporter, who is also a nurse, also reported her experience while using super poligrip containing zinc (B)(4).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).